Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the 6947 lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. Helix disengaged from helical channel; defib conductor was distorted; distal conductor had blood/body fluid (not obstructed); inner tubing was kinked/buckled; outer insulation had cosmetic environmental stress crack and cosmetic depression; there was blood in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism; tip seal observation.

Event description:
Infection was reported. The lead was removed, analyzed and subsequently tested out of specification. No further patient complications were reported.